Event description:
The customer reported a backup alarm failure. No patient involvement was reported.

Manufacturer narrative:
The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. Per (B)(4), this is a failure of ls1.

Manufacturer narrative:
Updated.